Event description:
It was reported that the patient had "lost " stimulation. It was discovered the patient's leads had fractured and dislodged. The leads were replaced with paddle leads. Patient now has effective therapy. No patient death or injury was reported, and patient recovered without sequelae. It was noted the patient's original leads became dislodged and fractured due to proximity to high-powered magnet. They were replaced on (B)(6) 2012. In this case, there was no reported exposure to magnet. Reference MFR. Report # 3004209178-2011-09669 for information on patient's original system.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3550-39, lot# unknown, serial# product type accessory; product ID 3550-39, lot# unknown, product type accessory; product ID 3550-39, lot# unknown, product type accessory; product ID 3550-39, lot# unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the lead (B)(4) revealed no anomaly found. Final analysis of the lead (B)(4) revealed the distal end of the conductor was broken. Final analysis of two anchors revealed the anchors was separated. Final analysis of the other two anchors revealed no anomaly found.